Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys troponin I stat immunoassay results for two patient samples. Patient 1 initial result was 1.88 ng/ml. Patient 2 initial result on 04/17/2017 was 0.127 ng/ml. The initial results were reported outside the laboratory to the physician, who was expecting low results. The samples were then repeated. Patient 1 repeat result was < 0.100 ng/ml. Patient 2 and repeat result was < 0.100 ng/ml. There was no allegation of an adverse event. The reagent lot number was 18649301 with an expiration date of 09/30/2017. The qc results were within range. The provided analyzer alarm trace did not indicate any issue. The field service representative visited the laboratory and found preanalytical problems. The customer was having a lot of sample quality issues and the tubes that they were using "were not good." The field service representative used tubes from a different manufacturer, checked all pre-analytic steps, and trained the customer. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. As after the service visit the customer was no longer having any issues, a preanalytical issue may have been the cause of the issue.